Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The damages identified to the atrial and ventricular setscrews are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity. Subsequent rotation with the torque screwdriver lead to stripping of the upper portion of the setscrew cavity and could easily explain why no click sound was heard. Although it was reported that the leads could have tightened, it is most probable that the setscrews progressed with difficulties in the terminal blocks because of bad mechanical contacts between the screwdriver's blade and the hexagonal cavity of the setscrew.

Event description:
Connection issues during the implantation procedure; therefore the device was not implanted. The click of screwdrivers (including some from the concurrence) was not heard. Another device (same model) was implanted without any issues instead; even if a tight connection with leads had been confirmed. The physician had watched the video about lead connection.